Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 vdc power supply was evaluated, replaced and calibrated to the optimal operating voltage along with the system's circuit boards being reseated and 2 coin batteries replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that intermittently, the system displayed an error, failed to boot and would have to be rebooted to regain system functionality. No patient serious injury or death was reported related to this event.